Manufacturer narrative:
This is 2 of 3 MDR reports submitted for this literature article. Author of the published literature article is dr. Rajeev sood.

Event description:
An article published in arab journal of urology, detailed comparison of benign prostatic hyperplasia management using bipolar transurethral resection and photoselective vaporization of the prostate (pvp) under sedoanlgesia. A 42 male patients underwent pvp treatment between november 2014 and april 2016. The following perioperative complication occurred in the pvp treatment group, 1 case of perforation of capsule/venous sinus. There were also the following postoperative complications in the same group; 2 patients with bladder neck stricture/contractures and 2 patients who had incontinence. This report is for the bladder neck stricture/contracture.